Event description:
Pump thrombosis. Pt was doing well; complained of dizziness; diuretics stopped. Seen in office. Echo revealed left ventricle dilated. Started inotrope support, high dose heparin. Pump exchange on (B)(6) 2016. Discharged to home on (B)(6) 2016.